Event description:
Pt's right silicone breast implant ruptured after in place for approx 23 yrs. To or for removal of the right breast implant, complete capsulotomy and placement of a right saline breast implant.